Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. In addition, it was reported that the pump time was incorrect, and customer received an auto off alarm. The cause for the pump time being incorrect was unknown. Tandem technical support educated the customer on the auto off safety feature. A pump reset resolved the cgm error. Customer's blood glucose level was 203 mg/dl.